Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead is being explanted due to infection and erosion. Attempts were made to obtain additional information but was unsuccessful. There were no additional adverse patient effects reported. All available information indicates that this ra lead was abandoned surgically due to unknown reason.

Manufacturer narrative:
.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of the system that was involved in infection and erosion. Attempts were made to obtain additional information but unsuccessful. This lead was previously abandoned and that there was no further action that has been taken in response to the infection. There were no additional adverse patient effects reported. All available information indicates that this ra lead remains out of service implanted.